Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "ruptured prosthesis and capsulitis grade iii" as well as "discreet quantity of periprosthetic liquid in probable relation with intracapsular rupture".

Event description:
Healthcare professional reported via ultrasound "ruptured prosthesis and capsulitis grade iii" as well as "discreet quantity of periprosthetic liquid in probable relation with intracapsular rupture". Affected side is left. The device has been explanted.

Event description:
Healthcare professional reported via ultrasound "ruptured prosthesis and capsulitis grade iii" as well as "discreet quantity of periprosthetic liquid in probable relation with intracapsular rupture". Affected side is left. The device has been explanted.

Manufacturer narrative:
Clarification to d6a implant date: partial date 2014. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ seroma: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.